Manufacturer narrative:
An event of aortic insufficiency was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 23mm trifecta valve was implanted. On (B)(6) 2018, an echo showed aortic insufficiency. On (B)(6) 2018, a 23mm corevalve evolut valve in valve was implanted within the trifecta valve. On (B)(6) 2018, a control echo showed a lvef of 37% with a median valve gradient of 23mmhg and minimal anterior leak. On (B)(6) 2018, the patient was discharged from the hospital.